Event description:
It was reported that the patient presented in ER for appropriate hv therapy for vt. Upon device interrogation, intermittent capture at high thresholds were observed. Noise was also noted. Patient felt pocket stimulation at high outputs. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead, 12.2cm from the connector tip was returned. Without return of the entire lead, a complete analysis could not be performed. The returned piece was inspected and no anomalies were found.